Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the right atrial (ra) lead and right ventricular (rv) lead dislodged. The ra lead and rv lead were repositioned and remain in use. No patient complications have been reported as a result of this event.